Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh and bard uretex sup pubourethral sling were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with the concurrent procedures of enterocele repair, anterior colporrhaphy, bilateral sacrospinous ligament colposuspension, posterior colpoperineorrhaphy, and cystoscopy.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat incontinence and mesh was implanted. Following insertion, the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and hardening of mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral sacrospinous ligament colposuspension,anterior colporrhaphy, and posterior colpoperineorrhaphy due to stress urinary incontinence.